Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that a newly implanted lead was damaged during the procedure. Upon attaching the implantable neurostimulator (ins) to the lead and tightening the set screw, the doctor met some resistance. The set screw was loosened and when the lead was pulled out of the gelport, the proximal end of the lead separated/frayed apart. The fully damaged lead was removed and replaced with a new lead. The issue was resolved and the patient was alive with no injury. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the lead (l/n va0ywyv) found that the proximal end of the conductor was broken (overstress/ damage). The insulation was torn under #1 connector. The #1 conductor was broken near the weld site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.